Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history this product was not performed because the part and lot numbers were not reported. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. It should be noted that the electronic proglide instructions for use (eifu), states: place a 0.038¿ (0.97mm) (or smaller) hydrophilic or general purpose guide wire (minimum 50 cm in length) through the procedural (or introducer) sheath. The investigation determined the reported difficulty appears to be related to user error. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the common femoral vein with two proglide devices using the pre-close technique prior to a leadless pacemaker insertion (aveir) interventional procedure. Reportedly, the physician initially had difficulty using two proglide devices; however, the physician stated that he incorrectly used the devices. He obtained initial access via seldinger technique and incorrectly attempted to insert the proglide devices over the wire prior to inserting a sheath. No additional sutures were pre-placed. A 25f sheath was used and the aveir procedure was completed. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.